Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation underneath the therapy electrodes. The patient reported that the irritation was red and itchy. The patient consulted his physician who advised the use of unscented lotions on the affected area. Follow-up indicated that the irritation has slightly improved.